Event description:
Customer reported experiencing occlusion alarms and declined additional troubleshooting or information regarding the issue. There was no reported impact to the customer's blood glucose level. Customer was advised to call if the occlusion issue persists.